Event description:
It was reported that the patient had been having worse symptoms since the week prior to the report. It was also reported that the patient had been ¿having trouble¿ with his medicine. Most of the time, it was not very good and inconsistent. A refill in december ¿was not helpful at all¿. The patient had a refill in march and it was ¿so much better¿. It was noted that the patient had different results from different refill companies. ¿trouble¿ started at least 18 months ago. It was noted that when the patient got refills from places other than his regular healthcare provider (hcp), he did much better symptom-wise. Last year, the patient saw a hcp that had pain medications mixed and the refill worked very well for him. Since the patient¿s last refill, the patient had ¿gone downhill¿. It was reported that the current hcp would not listen to the patient even though he complained that the ¿medication is bad¿. At the time of the report, the patient was ¿practically bedridden¿ and was unable sit up due to pain. It was noted that he was taking hydromorphone, valium and baclofen orally. The device system was used to deliver bupivicaine 10.016 mg/day, baclofen 500.8/day and dilaudid 4.226 mg/day. Additional information later reported the patient had experienced intermittent therapy efficacy. The patient underwent a catheter revision (B)(6) 2013.

Event description:
Additional information later reported the patient was on trip but before the trip the patient felt he was getting good spasticity relief.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the catheter revealed no significant anomaly, catheter body hole-explant related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.